Event description:
A surgical technician reported a pt with an unexpected postoperative refractive outcome and blurry vision from day one following an intraocular lens (iol) implant procedure. The technician reported the surgeon overshot the cylinder and the axis had been flipped. The lens was exchanged one week later for an iol of a different model and power. In a follow up, the surgical technician reported the pt is happy with her vision following the iol exchange and is doing fine. The technician reported the cause of the outcome is unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).